Manufacturer narrative:
Patient weight was not provided. Product has not been returned. Product was discarded. Product not returned to manufacturer.

Event description:
It was reported that abutment screw loosened. Doctor tightened and sent patient home.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated: UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).